Manufacturer narrative:
Product analysis: at analysis it was noted that the signal transmission end was broken. It was indicated that there had been a "private repair" which caused the signal transmission end and the nut to stick to the casing and cannot be removed. It was additionally noted that there was a sticky substance on the battery contact piece. The generator was being returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not power on. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: corrected analysis information was added: due to the low-voltage backup battery alarm it was noted that the motor driver board needed to be replaced. Because the repair cost quote was not accepted by the customer the device was returned to them unrepaired. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.